Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) monitored and found that the users were able to sign in successfully. Then the customer stated that the problem was isolated to one user and it was not connectivity issue. Further the tss advised customer to remove and re add the affected user. However, due to a lack of response from the customer despite multiple follow-up attempts, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to dispense the medication as the device did not recognize the username and after each call, the system would let user in, but no intervention was done. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.